Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient with no complications. During transesophageal echocardiogram imaging to measure release criteria it was noted that there was a thrombus present. The thrombus was at the base of the appendage underneath the closure device. No intervention was performed and the procedure was completely as normal. The closure device was successfully implanted in the patient and there were no residual deficits that were reported to have occurred following the procedure. The patient was discharged from the hospital as planned doing fine.